Event description:
The dental implant fx4012swc was removed on the day implantation, (B)(6) 2017, due to insufficient primary stability. The patient has no significant medical history and has been recovered without complications.